Event description:
Patient's astral vent never alarmed disconnected or low pressure during trach change. Skilled nurse called dme company and informed them of the incident. Skilled nurse stated rt was bringing another ventilator out tonight to replace. On (B)(6) 2024 skilled nurse reported when checking the vent at 1200, the vent screen was red and flashing it wasn't venting properly. He immediately started bagging patient who remained stable the entire time. He called for mom and she called ems. They were transported to (B)(6) where they received a new ventilator and sent home.